Event description:
It was reported that a syr 10ml ll w/ndl sftygld 22x1-1/2 rb had a loose stopper during use. The following was reported by the initial reporter: "suspected needle core rubber plug slipping".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 1/29/2021. H.6. Investigation: one sample was provided for investigation. During investigation the customer complaint was able to be confirmed. Separation of the stopper was seen when an inappropriate. Syringe needle was used with the product. A device history record review was completed by our quality engineer team for provided lot number: 9064838. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause was determined to be user error. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of suspected needle core rubber plug slipping with lot#: 9064838 regarding item#: 305908.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syr 10ml ll w/ndl sftygld 22x1-1/2 rb had a loose stopper during use. The following was reported by the initial reporter: "suspected needle core rubber plug slipping"